Manufacturer narrative:
Summary of eval: the eval results, although perhaps inconclusive in the absence of the event shell, could not verify the reported complaint & suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
Rptr states, surgeon had problems snapping liner into position in the acetabular insert. Several attempts were made without success, when a alternate liner was inserted without difficulty. There was no adverse consequence to the pt due to this event.